Event description:
Related manufacturer reference number: 2017865-2022-50812, related manufacturer reference number: 2017865-2022-50814, related manufacturer reference number: 2017865-2022-50815. It was reported that the patient's transmission report revealed that the pacemaker, right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were experiencing noise due to electromagnetic interference (emi). No intervention has been performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014.